Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 300mg/dl at the time of incident. The current blood glucose was 121 mg/dl. Customer treated with manual injection and insulin pump. Customer alleging the insulin pump because insulin pump did not giving insulin as per their needs. Insulin pump pass high pressure test. The product will not return for the analysis.